Event description:
It was reported that 3 of the bd insyte-w¿ IV catheter with wings had the needle go through the catheter. The following was recieved by the initial reporter: verbatim: needle has pierced the plastic cannula in the lower third, needles appear blunter. Catheter punctured further nothing known yet no patient harm.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-jul-2023. H6: investigation summary: our quality engineer inspected the 3 samples submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the samples. Analysis of the samples showed that the needle of the samples had pierced the catheter near the tip. The samples were then put through our needle penetration testing, and all samples passed the test with no insertion difficulty. Bd was unable to determine a manufacturing related root cause for the needle through catheter failure. There is a possibility that the needle could have pierced through the catheter during handling, such as during needle cover removal. However, since the samples were returned without packaging, this root cause cannot be confirmed. H3 other text : see h10.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd insyte-w¿ IV catheter with wings had the needle go through the catheter. The following was received by the initial reporter: verbatim: needle has pierced the plastic cannula in the lower third, needles appear blunter. Catheter punctured further nothing known yet no patient harm.